Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d9: the v-lock power cord was returned for evaluation. Section g4: there was no patient involved in this event. The PMA # provided is associated with the devices most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that 4 out of the (B)(4) replacement v-lock mobile power unit (mpu) cords were defective and not properly locking into the back of the mpu. The yellow portion of the locking cord was slightly moved down and cocked to the side, making the lock unable to engage. The mpu received power, but the cord easily came out. The cords were quarantined.

Manufacturer narrative:
The device is included in the heartmate mpu ac power cord field action issued by abbott on 19jun2025. Manufacturer's investigation conclusion: the reported event of the ac power cords not properly locking into the back of the mpu was confirmed. Four mobile power unit ac power cords with a v-lock were received for investigation. Visual inspection of the connectors which connects to the mpu inlet revealed that all four connectors had a misaligned v-locks. The yellow inserts were overlapping the trapezoid grip feature and not aligned with it. The four mobile power unit ac power cords were connected to a test mobile power unit. All four ac power cords were not able to be fully inserted and locked. All four ac power cords were able to power on the test mobile power unit; however, the connection was not secured, there was no audio click during the insertion and all four power cords were able to be disconnected when the cable was pulled. A corrective and preventive action was initiated to further investigate the misalignment issue with the v-lock connectors. The serial numbers of the mpus were unknown. Heartmate 3 patient handbook rev a, under section ¿powering the system/using the mobile power unit¿, step connecting the power cord specifically instructs the user to ¿pull back on the end of the power cord to ensure a secure connection to the mobile power unit¿. Heartmate 3 instructions for use, rev d, under section ¿setting up the mobile power unit for use¿ instructs the user, after the power cord is plugged into the mobile power unit to ¿pull back on the end of the power cord to ensure a secure connection to the mobile power unit. Both documents, referenced above caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.